Event description:
Patient was positioned prone in headholder and after start of procedure, doctor felt head slip but completed procedure. 2cm skin laceration was found after case was completed and headholder was removed. The laceration was stapled closed.